Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol flat mesh (device #1) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol soft mesh device. Not returned.

Event description:
Attorney alleges per short form that on (B)(6) 2011, (B)(6) 2014, or (B)(6) 2016 patient underwent surgery, which included implant of the following unspecified bard/davol hernia mesh devices; bard mesh (device #1), bard soft mesh, or ventralight st (device #2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is only making a claim for an adverse patient outcome against the bard mesh (device #1) and ventralight st (device #2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.